Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the physician stated that the stylet could not be inserted into the lead; after multiple attempts he tried a different stylet with the same results. The lead was not used. No additional information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.